Event description:
The user facility reported that a patient was being placed on impella cp for hemodynamic support. It was reported that the patient became more ischemic throughout the case and became non-pulsatile during treatments. The mean arterial pressure (map) stayed above 65 during the case and the case was completed. The impella remained in place after high-risk percutaneous coronary intervention as the patient had poor hemodynamics.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.